Event description:
Pt admitted to hosp for removal and replacement of bilateral breast implants secondary to ruptured left breast implant. The left implant was partially filled with clear sticky material. Pathology noted 2 external defects on left breast implant measuring 2.1 and 4.2 cm. Pt had left capsular contracture. The breast implants had been placed 10 years ago (1994). Pt requested that their breast implants be saved for their possession. Their request was honored.